Event description:
This lead was implanted on (B)(6) 2000 and capped on (B)(6) 12 due to high thresholds. The thresholds were at 3.5v @ 1 ms and 5v @ .4ms. They noted they were going to keep rv lead r/t 2v threshold at initial implant. When dissecting the lead they noticed an insulation issue and a new rv lead was placed. The procedure took place at (B)(6) with dr.(B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).